Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was a loss of capture on the right ventricular (rv) lead. The rv lead was replaced but loss of capture was seen again. The implantable pulse generator (ipg) was removed and replaced. No patient complications have been reported as a result of this event.